Event description:
The patient had prostatic robotic surgery and was admitted. Blisters around his lap sites although his incision sites were ok. The blisters became worse after discharge requiring a visit to the surgeon's office to have them drained. The patient returned for another procedure the following week with concerns regarding what may have caused the blisters. The surgeon's office stated they believed the blisters were an allergic reaction to the steri strips. The patient will list steri strips as an allergy in the future.